Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 3.1 pilot drill. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Pilot drill for restoration gap screw broke. The tip of the drill bit was not recovered. X-rays were taken and no evidence of the screw tip was visible.